Manufacturer narrative:
At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported that this pacemaker oversensed noise on the right atrial (ra) lead, which resulted in inappropriate atrial tachy response (atr) episode. In addition, there was occasional oversensing on the right ventricular (rv) lead. A visit to the clinic was schedule for a reprogramming. At this time, this device remains in service. No adverse patient effects were reported.